Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.25mmx20mm synergy drug-eluting stent was selected for use. However, during preparation when the device was removed from the hoop, the stent had been dislodged already. The procedure was completed using a 2.25mmx23mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis on the product mandrel. The stent protector was returned with device, the inner diameter of stent protector was within specification. There were numerous stent struts that were stretched, bent and overlapping. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile. A visual and tactile examination found no issues with the tip profile. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.25mmx20mm synergy¿ drug-eluting stent was selected for use. However, during preparation when the device was removed from the hoop, the stent had been dislodged already. The procedure was completed using a 2.25mmx23mm non-bsc stent. No patient complications were reported and the patient's status was good.